Manufacturer narrative:
The subject device was inspected at (B)(4). It was confirmed that there was a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle. In addition, the report from the field service engineer of (B)(4) said that the foreign object was mainly white and yellow floccule. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However based on the report of (B)(4), omsc presumed that the reported phenomenon might have occurred due to the following causes; there was a difference between the reprocess method implemented by the user facility and the reprocess method recommended by the instructions for use (IFU). There was a lack of equipment handling and reprocess method training for the user facility staff in accordance with the instructions for use (IFU). If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at (B)(4), it was found a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle of the subject device (the user may have used the poor reprocessing subject device for next procedure). The subject device had been returned to (B)(4) for repair of the air/water nozzle malfunction. There was no report of patient injury associated with the event.